Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice when attempting to fill the tubing. The customer's blood glucose was 143 mg/dl. The customer was unable to perform troubleshooting because the alarm was already resolved by a complete set change. The customer stated that, at the time of the call, the infusion set was working fine. The customer stated that the alarm had occurred during manual prime. The customer was advised that replacement infusion sets would be sent. The customer agreed to return the infusion sets for analysis. The customer did not return the reservoir for analysis.